Event description:
The product was used during a unspecified procedure. Reportedly, the tfc spinal cage shifted. The surgeon performed a re-operation and inserted a larger device. The hosp has reported the pt's condition is satisfactory.